Event description:
The following report was received from the affiliate: the patient's demographics were unknown. The target lesion was the proximal left anterior descending (lad). The lesion was a de novo. The vessel was slightly tortuous and 90% occluded. Ivus was conducted and calcification was not confirmed. A 3.0x18mm cypher sirolimus-eluting coronary stent was deployed via direct stenting. While inflating the cypher, the balloon ruptured at 12 atms; inflation time is unknown. The stent had already expanded and so, the stent was left at the target lesion and the stent delivery system was removed. Then in order to complete the procedure, the stent was successfully post-dilated with a high-pressure apollo balloon. There was no reported patient injury. The product was clinically used and only the stent delivery system will be returned for analysis. The physician's comment: because the lesion was not complicated and the physician did not feel friction during delivery of the cypher, the physician suspected a defective product.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.